Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation. Unfortunately, without the actual complaint device, we were not able to determine why blood could not be withdrawn. However, since infusion was possible, it is feasible to suggest the lumen was open. It is also possible the difficulty may have been the result of patient anatomy or possibly tip placement. We do state in our instructions: "tip position should be verified by x-ray and monitored on a routine basis. Tip position should appear to be as parallel to the vessel as possible, as angles larger than 40 degrees are more likely to perforate." We will continue to monitor for similar occurrences.